Event description:
The device was used during a wedge resection procedure. Reportedly, the staples did not form properly. The pt lost one unit of blood. Subsequently, a transfusion was required. Oversewed the staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.